Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had high impedance readings at an office visit, indicating a possible lead break. Patient reported constant neck pain during stimulation. X-rays were taken, but were not forwarded to the MFR. Revision surgery is tentatively planned for 2007.